Manufacturer narrative:
Manufacturer's ref. No.: (B)(4). It was reported that during the atrial fibrillation (afib) procedure, the patient went into torsades de pointes and ventricular fibrillation during ablation on the right pulmonary veins. The patient was defibrillated twice and returned to normal sinus rhythm. During ablation of the left pulmonary veins, the patient also went into torsades de pointes and ventricular fibrillation and was defibrillated twice. The patient returned to normal sinus rhythm and was stable. A left heart cath was performed and found to be normal. The patient was stable and was held for observation according to hospital protocols. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the reported event remains unknown.

Event description:
It was reported that during the atrial fibrillation (afib) procedure, the patient went into torsades de pointes and ventricular fibrillation during ablation on the right pulmonary veins. The patient was defibrillated twice and returned to normal sinus rhythm. During ablation of the left pulmonary veins, the patient also went into torsades de pointes and ventricular fibrillation and was defibrillated twice. The patient returned to normal sinus rhythm and was stable. A left heart cath was performed and found to be normal. The patient was stable and was held for observation according to hospital protocols. Upon request, additional information was provided on the event. The procedure / condition being treated was pulmonary vein isolation (pvi), in conjunction with ncontact convergent hybrid epicardial ablation. The convergent portion of the procedure occurred prior to pvi. The event was not life threatening. They were burning near the right inferior pulmonary vein (ripv) and the patient went into a rapid ventricular tachycardia (vt), then torsades (possibly ventricular fibrillation-vf). The patient was defibrillated by the lab staff and returned to normal sinus rhythm. After this incident, the ...

Manufacturer narrative:
Concomitant products: lasso nav variable eco catheter, model #: d-1343-02-s, lot #: 16044550l. Acunav catheter, model #: m-5723-01, lot #: 0215an027356. Reprocessed webster coronary sinus catheter by stryker, carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial # (B)(4). (B)(4). Event description continuation: physician moved over to the left veins. Shortly after rf started, the patient went into rapid vt and then torsades (possible vf). The lab staff defibrillated the patient and he returned to normal sinus rhythm. He was given magnesium for anesthesia. At this point, the physician decided to abort the procedure. The event did not result in the impairment of a body function or damage to a body structure. The patient had a left heart catheterization after the aborted ablation. The left heart catheterization was normal. Anesthesia began to wake patient after lhc and the patient was moving all limbs. The patient did not require extended hospitalization. The patient was staying overnight for the procedure and was aware of this upon admission. The patient fully recovered with no residual effects. The prognosis for the patient was good. The patient was discharged and was doing well. The physician¿s opinion on the causality of the adverse event was that it was unrelated to the procedure or the device. The patient was admitted and prepared per physician protocol and was deemed eligible the morning of the procedure to proceed as planned.